Event description:
Syringe pump was in use infusing fentanyl drip on intubated patient. Syringe pump started beeping and screen displayed: "enter biomed passcode - system failure". Picu (pediatric intensive care unit) had five syringe pumps with same failure on previous calendar day, but these pumps failed during setup and not while in use. If this were to occur with a vasopressor drip running, could be very detrimental to patients. Risk closure comments: biomed checked and no issues found, returned to service.